Event description:
Healthcare professional reported "rupture of device" confirmed via ultrasound. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on july 28, 2025, with lot number 1128282. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported "rupture of device" confirmed via ultrasound. This record is for the left side. The device has been explanted.